Event description:
The customer reported a leak when using the unicel dxh 600 coulter cellular analysis system. The leak was approximately 10ml inside the instrument and onto the tabletop. The leak was observed while running the quality control for reticulocyte, and the control results were flagged. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no reports of biohazard exposure to open wounds or mucous membranes. The operator was wearing appropriate personal protective equipment of glasses, gloves and lab coat when the event occurred. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a loose quick disconnect (qd) inside the vcs (volume, conductivity, and scatter) diluter module. The fse secured the qd to resolve the leak and cleaned residual residue from the leak. (B)(4).